Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause by a separated motor. The motor was replaced.

Event description:
The facility representative reported a infusor pump with a condition of "3 led alarms lights during infusion". This condition occurred during biomedical testing. According to a service technician at baxter, the event occurred during delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.